Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm and issues with removing the infusion set from her body. The customer's blood glucose was 180 mg/dl. Troubleshooting could not be done because the issue was a past event already resolved by a complete set change. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.